Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, h4. Investigation summary customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as tip of the device was broken off. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Visual inspection: the 2.7/3.5mm depth gauge 0 to 60mm (part #: 03.133.080, lot #: mglh400) was received at us cq. Upon visual inspection, it was observed that a small portion of the needle component was broken off at the distal end. The broken piece was not returned. No other issues were identified on the device. Device failure/defect identified? Yes dimensional inspection: measured dimensions: needle od, center of component, between bends = conforming device used ¿ caliper ca 215p document/specification review: the following document(s) were reviewed: - assembly - needle complaint confirmed? Yes investigation conclusion: the complaint condition was confirmed as a portion of the needle component of the complaint device was broken off at the distal end. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Part number: 03.133.080 synthes lot number: mglh400 supplier lot number: n/a release to warehouse date: may 10, 2019 expiration date: n/a supplier: mack molding company ncr# 0119104 was generated during production for process not executed to procedure. Parts were used as is. Ncr# 0121340 was generated during production for dimensional and measures above spec limit. Parts were used as is. Ncr# 0123494 was generated during production for process not executed to procedure. Parts were used as is. Relevance to complaint condition cannot be determined until the product is returned for investigation. Device history review review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Manufacturer narrative:
Reporter is a synthes employee. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as tip of the device was broken off. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 it was discovered in the sterile processing department (spd) following decontamination that the tip of the depth gauge was broken off. There was no patient involvement. This report is for one (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 1 of 1 for (B)(4) .